Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), implanted with an implantable pulse generator (ipg), was programmed aao due to previous cross-talk between ventricular leads. It was noted that the patient is currently being paced via the ICD. The ICD was oversensing, resulting in inhibition of pacing. The impedance measurements were within normal limits, r-waves and threshold measurements were fine and the physician was unable to reproduce the oversensing or inhibition of pacing.